Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot during charging. Reportedly, the pump became warmer when charging via the wall charger, compared to when changing via computer (pc). There was no impact to customer¿s blood glucose. Upon review of the pump logs by tandem technical support, it was verified that the pump was working as intended. The customer continued to use the pump for insulin therapy.